Manufacturer narrative:
Analysis of the pump found that the gear train on the pump motor had corrosion/wear/lubrication, and there was a stall due to shaft-bearing. Eval code-result updated. Eval code-conclusion still applies, and it will be updated in a supplemental regulatory report when additional information is received.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10mg/ml at 2.6mg/day via an implantable pump. The indications for use were non-malignant pain and other chronic/intract pain (trunk/limbs). The healthcare provider reported the pump alarmed on 2016 (B)(6) and a motor stall was identified. It was unknown if any environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting included interrogation with the physician programmer. The healthcare provider planned to explant the pump on 2016 (B)(6). The issue was not resolved at the time of the report and the patient status was noted as alive, no injury.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
Additional information was received from a manufacturer's representative. The provided pump logs indicated that the motor stall occurred on (B)(6) 2016 at 3:28, followed by a "stopped pump period may exceed tube set" on (B)(6) 2016 at 3:28. There was no record in the logs of a motor stall recovery, and the pump was explanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.